Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to foot separation include, but not limited to, interaction with patient anatomy (calcified femoral artery) or failure to maintain a stable position of the device with respect to the tissue tract caused the needle to deflect and strike the foot resulting in the foot detachment which likely led to the reported device difficulty to remove. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a percutaneous transluminal angioplasty procedure using a 6f sheath. No resistance was noted during advancement of the proglide device into the anatomy. Reportedly, a foot break occurred upon deployment of the plunger needles. The lever was returned to its original position and the foot retracted prior to proglide device removal; however, resistance was noted during removal of the proglide device from the anatomy. Intervention was not performed to retrieve the device or to attempt to retrieve the separated foot piece. The separated footplate was left inside the patient. Manual compression was applied to achieve hemostasis. The patient still had pedal pulses. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.